Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the provisional exhibits signs of repeated use and has fractured on the medial side of the post, all pcs returned. Device history record was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. However, in this particular case, it was reported that the instrument was impacted. The persona surgical technique (97-5026-001-00, rev 11) instructs to apply gentle manual pressure without impacting the construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the provisional. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a polyethylene trial was broken when the surgeon struck it with a mallet in order to place the trial. A new trial was then used. No adverse events have been reported as a result of the malfunction.